Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support during a supply change after reaching 72 units delivered without observing insulin drops. Upon removing the supplies, the patient discovered that the cartridge was leaking. The patient was using prefilled insulin cartridges and was advised to contact the pharmacy or insulin manufacturer to request a replacement for the malfunctioning cartridge. The agent assisted the patient in clearing the current process so a new supply change could be started with fresh supplies. The patient was using a steel infusion set and was guided step by step through preparing a new infusion set and cartridge. The patient removed the existing infusion set, performed a rewind, discarded the old infusion set, cartridge, and connector, inserted a new cartridge, secured the new connector and tubing, completed the tubing fill, applied the new infusion set, and filled the cannula. The patient confirmed that insulin therapy had resumed. Blood glucose levels were reported at 243 mg/dl, which the patient attributed to delaying the supply change longer than recommended. Education was provided, and the patient was advised to call back if blood glucose levels did not regulate within the next hour and a half. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.